Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("finally get rid of this evil junk in my body") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2014, when finally will get rid of this evil junk). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal ". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("finally get rid of this evil junk in my body") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2014, when finally will get rid of this evil junk). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('finally get rid of this evil junk in my body') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depressed"), frustration tolerance decreased ("frustrated with life") and pelvic pain ("pain"). The patient was treated with surgery (on (B)(6) 2014, when finally will get rid of this evil junk). Essure was removed. At the time of the report, the medical device removal, depression, frustration tolerance decreased and pelvic pain outcome was unknown. The reporter considered depression, frustration tolerance decreased, medical device removal and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, depressed, frustration and pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Reporter information updated. New events: depressed, frustrated with life and pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.